Event description:
It was reported that during a laparoscopic nephrectomy procedure, the stapler was applied to the renal artery. The surgeon squeezed the handle three times to fire it, and a fourth squeeze to return the knife blade. On return, the knife blade only returned three-fourths of the way back. The jaws remained locked on the tissue. The red switch was actuated and attempted to squeeze the handle plastic to plastic, but the knife blade wouldn't budge. Hemolock clips were applied to both sides of the vessel, and the stapler jaws were cut out. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was there any patient consequence or change in post-operative care as a result of the event? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? White. Was buttressing material utilized? No, if so, which product? N/a. Was the instrument fired across or near an existing staple line or clip? Might have been near a clip, but uncertain. Were any unexpected noises heard? No, if so, when? N/a.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60w cartridge reload was loaded in the device. The cartridge reload was received fully fired and with the cartridge deck damage. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The clip was removed and the knife was fully returned by completing the return stroke; the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.